Event description:
The facility reported an infusion pump with failure code 570:320. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital respresentative, no patient injury or need for medical intervention has been reported. No additional information was available.